Event description:
Patient nasal cannula was connected to wall-piped medical air via flow meter with yellow color coded christmas tree nipple adapter instead of connected to wall oxygen via flow meter oxygen with green color chrismas tree nipple adapter.